Event description:
The valve was explanted due to perivalvular leak. There was a small leak observed after the operation. There was a lack of pannus in some areas. An echo showed a 3+ regurgitation. Surgeon observed that it was explanted due to silzone, otherwise it would have been repaired. Surgeon also commented that it came out easily and that it had a substantial "hole" at 11:00 as the surgeon views the valve.